Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration which was confirmed via x-ray. The patient underwent a revision procedure wherein the leads were adjusted back to the original placement. The patient was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 14457727.